Event description:
Renal cryoablation for right renal mass on upper pole of right kidney. Percutaneous approach used. Upon completion of second freeze, pt's skin was noted to be "firm" approx 1 1/2"-2" diam. Area surrounding "rods" with ice crystals noted on proximal side of peritoneum viewed via laparoscopy.